Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set was returned for analysis in a new condition with its original sealed packaging. The sample was visually inspected under normal condition of illumination and no discrepancies were observed. Leak testing was performed using hydrostat vessel to look for unusual functions; no leaks were detected from the filter or the other solvent bonds. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd administration set in use with a patient with diffuse large b cell lymphoma that was infusing chemotherapy (doxorubicin, etoposide, vincristine) was leaking at the site of the filter closest to the chest. No adverse patient effects were reported.